Event description:
It was reported that the cylinders of this inflatable penile prosthesis were not working due to a fluid loss. A surgical procedure was performed, and it was noted that both cylinders were broken; therefore, cylinders and pump were removed and replaced. There were no patient complications reported.